Event description:
As reported from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position followed by a reintervention with a 56 mm evoque valve. The patient underwent a pascal precision ace procedure in which one device was implanted, reducing tricuspid regurgitation (tr) from severe to moderate. Further tr reduction could not be achieved, and following the pascal intervention, the patient was screened for evoque therapy. Post-procedure, a single leaflet device attachment (slda) occurred on the implanted pascal precision ace device, resulting in severe tr. No device interaction issues, device malfunctions, or procedural complications were reported. Following the slda event, the patient remained in stable condition. According to medical opinion, the event was likely related to borderline t-teer anatomy and patient-related factors. Approximately 3.5 months after the teer procedure, the patient underwent an evoque procedure. The reintervention was not successful due to post-operative complications, and the patient underwent conventional surgery on pod 14. The pascal precision ace device was also explanted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. D4 - primary unique device identification (UDI): (B)(4). Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.